Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's stimulator had to be moved 2.5 inches for it was right above the spine, so on jan 20th pt got opened up and had it moved to the right side. Pt had not used the stimulator because it was so swollen so when they tried to recharge the implant it was not recharging so pt had not tried to charge their implant until a couple days ago. Pt mentioned they were still swollen and when pt called they said their controller would not work for it would not let them in or recharge it, pt had reset the controller but it would not do anything for they could not turn it on or off; during call pt clarified that when they go to unlock their controller they get no device found (ps understood it was since the implant had not been charged). Pt noted they had repositioned the recharger the other day but it could not charge. During call pt attempted to charge their implant battery and got no device found, ps then assisted pt on going through passive recharge mode. Pt was recharging the implant excellent with a green flashing light. The controller battery was at 60% and the implant battery was in the red. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported weight, and that the cause of the position of the device being right above the spine is still unknown.